Event description:
The customer reported that they had multiple analyzers overheating in the field. The customer reporting the allegation, received one analyzer back but could not duplicate the overheating allegation. The additional analyzers are not in use but have not been received back to the reporter. There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned and the allegation could not be duplicated by the reporter. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.